Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a retrograde approach. The 80% stenosed, 3cm long, target lesion was located in a shunt in the mildly calcified and mildly tortuous anastomotic site of the right forearm. The lesion contained a 90 degrees bend. A 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced for dilatation and slight resistance were encountered but device was able crossed the lesion. The balloon catheter was inflated at 6 atmospheres, however, stenosis was not fully dilated. The physician then decided to gradually increased the inflation pressure up to 10 atmospheres for 60 seconds, it was noted that the encore inflation gauge become unstable and radiographic guidance revealed balloon rupture. The device was deflated prior to removal and no segment of the balloon was detached inside the patient's body. The procedure was completed with no further dilatation to the lesion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination inspection revealed a 2.1cm longitudinal tear in the balloon wall from the mid-section of the balloon to the distal balloon cone. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile revealed numerous kinks throughout the shaft of the device. Microscopic examination presented no damage or irregularities in the bonds and distal tip. The length of the catheter was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. Vascular access was obtained utilizing a retrograde approach. The 80% stenosed, 3cm long, target lesion was located in a shunt in the mildly calcified and mildly tortuous anastomotic site of the right forearm. The lesion contained a 90 degrees bend. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation and slight resistance were encountered but device was able crossed the lesion. The balloon catheter was inflated at 6 atmospheres, however, stenosis was not fully dilated. The physician then decided to gradually increased the inflation pressure up to 10 atmospheres for 60 seconds, it was noted that the encore inflation gauge become unstable and radiographic guidance revealed balloon rupture. The device was deflated prior to removal and no segment of the balloon was detached inside the patient's body. The procedure was completed with no further dilatation to the lesion. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).